Event description:
Upon 3 month post implant follow-up, the device was found operating in backup mode. Normal device follow-up could be performed.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.